Event description:
It was reported that (B) (6) applied the unit to the left thigh at the appropriate angle and proceeded with obtaining the graft. He states that an inch or two into the graft site, the unit stopped cutting the graft and skipped over the skin, eventually engaging the skin and cutting the graft site again. He states that this went on throughout the entire length of the graft. In his words, "the unit skipped and jumped over the graft site, giving small, narrow patches of graft which were unusable". At this point, he opted to obtain graft from a second site, and the same thing happened on that site.

Manufacturer narrative:
The device has been returned for repair to the MFR, however, the investigation on the device is not complete. A f/u medwatch will be submitted once the investigation is completed.